Manufacturer narrative:
The impella device was not received form the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as a part of the retrospective review of historical records.

Event description:
The facility reported a 56 year old male with an impella cp for acute myocardial infarction. It was reported that while on support, a percutaneous coronary intervention (pci) was performed but ventricular fibrillation occurred. As a result, the patient was placed on percutaneous cardiopulmonary bypass support. The patient continued on support until the device was successfully weaned.